Event description:
Procedure type: lap chole. According to the reporter: the bag detached from the ring early and split as the surgeon was attempting to remove the specimen through the trocar site. The specimen slipped out of the split bag and into the pt. No difficulty resulted from this bag failure. Device fragment or component fell into the pt cavity, however, it was quickly recovered and removed. No fragment left in the pt. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).